Manufacturer narrative:
Batch review performed on 28-jul-2022. Lot 2117638: (B)(4) items manufactured and released on 09-mar-2022. Expiration date: 2027-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Additional devices involved: batch reviews performed on 03 august 2022: gmk-sphere 02.12.0512fr tibial insert fixed sphere flex size 5/12 mm r (k121416) lot 184232: (B)(4)items manufactured and released on 04-sept-2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 2118068: (B)(4) items manufactured and released on 25-mar-2022. Expiration date: 2027-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
After the primary left knee surgery occurred on (B)(6) 2022, the post-op x-rays showed that right knee implants were implanted in the patient instead of left knee implants. The surgeon revised successfully the patient on (B)(6) 2022, with the correct left side implants.